Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused an unspecified antibiotic secondary infusion during therapy (dose, programmed amount and delivery rate unknown) in general patient ward. It was reported that the am dose of antibiotic did not infuse, and the clamps were allegedly open. There was no known patient injury or medical intervention associated with this event. No additional information is available.